Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The skin necrosis rate seen ((B)(4)) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported patient who developed skin necrosis in right axilla 9 days post miradry treatment. Patient initially experienced increased swelling, discoloration, and hematomas 2-3 days post-treatment. Necrosis developed with redness at the margin in the right axilla. Antibiotic (cefuroxim 500mg) and vitamin b tablets (therazym) were prescribed.

Manufacturer narrative:
Changed patient code from 1930 infection to 1971 necrosis.

Event description:
Clinic reported patient who developed skin necrosis in right axilla 9 days post miradry treatment. Patient initially experienced increased swelling, discoloration, and hematomas 2-3 days post-treatment. Necrosis developed with redness at the margin in the right axilla. Antibiotic (cefuroxim 500mg) and vitamin b tablets (therazym) were prescribed. Update: by 35 days post-treatment, the skin necrosis was healing.